Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation results require.

Event description:
It was reported that the drill was heating up during a spine procedure. A backup drill was readily available and used to complete the procedure. There was no medical intervention required, no delay in the procedure, and no adverse consequences alleged with this event.